Event description:
It was reported that the balloon on the foley catheter would not deflate. Per additional information received from the complainant via email on (B)(6) 2019, the patient was taken to interventional radiology where the balloon was deflated using a guide wire and the catheter removed.

Manufacturer narrative:
The reported event was confirmed. The investigation found that the balloon sac could not be fully deflated. The balloon was attempted to be inflated with 10ml water using normal fill technique and found the water would not move through the inflation lumen. The balloon would not be inflated and deflated.the catheter was dissected and a poor snip eye was observed. The root cause of this issue could be due to operator error, a dull cutting, or/and insufficient drying. The device did not meet specifications per the procedure which states "snipping procedure -a quality eye is an eye that is round, clean, and approximately 1/16 inch in diameter." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿insert foley catheters only for appropriate indications and leave in place only as long as needed this catheter is intended for use in the drainage and/or collection and/or measurement of urine.* proper techniques for urinary catheter maintenance secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record * generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon on the foley catheter would not deflate. Per additional information received from the complainant via email on (B)(6) 2019, the patient was taken to interventional radiology where the balloon was deflated using a guide wire and the catheter removed.